Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine received a foot pedal error. There was no patient injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician was able to duplicate the customer's reported event. The technician identified the rear panel connector board's component was burnt up. The foot pedal and rear panel connector board was replaced to resolve the issue. The system was verified for all modes of operations and calibrations. The system met amo specifications. The system is continuing to be used without further reported incidents. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.